Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler was experiencing recognition issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed and found failure analysis was able to replicate/confirm the customers reported complaint. Failure analysis found the primary failure of failed engagement test to be related to the customer reported complaint. Based on log review of remotefe and dsp, the instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. Additional observation not reported by site: the instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Root cause of this failure is attributed to manufacturing. The housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A grinding friction is observed when the main tube is manually rotated. Root cause of this failure is attributed to transport/storage. Visual inspection was performed, and the instrument was found to have a torn wrist cover. The tear on the wrist cover measured approximately 0.097" in length. No material appeared to be missing. Root cause of this failure is attributed to the user. The complaint regarding sureform 60 stapler was experiencing recognition issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion/freely with uncontrolled motions. Unintuitive motion could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler was experiencing recognition issues and non-intuitive motion. The device was replaced with another sureform 60 stapler and the issue was resolved. Technical support engineer (tse) viewed logs and noted error 22020 for sureform60 roll axis hard stop check on arm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
The instrument's lot number and UDI were corrected. Refer to d4 for the updated information.

Event description:
Refer to h10/h11 for follow-up information.